Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 12 years post-implantation due to trunnionosis. The patient developed right-sided foot drop that was treated with a splint and physical therapy. Attempts have been made and no further information has been provided.